Manufacturer narrative:
D.2. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported that during use of the bd max¿ enteric bacterial panel, a false positive vibrio patient result was obtained. Sample was retested on max and was negative. There was no report of patient impact.

Event description:
Report 1 of 3: it was reported that during use of the bd max¿ enteric bacterial panel, a false positive vibrio patient result was obtained. Sample was retested on max and was negative. There was no report of patient impact.

Manufacturer narrative:
D4. Medical device lot #: 4135270 d4. Medical device expiration date: 08-nov-2025 h4. Device manufacture date: 14-may-2024 d.4 UDI#: (B)(6). Investigation summary. The complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (ref. (B)(4). Lot 4135270 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer obtained three positive results that retested negative on a different bd max instrument when using the bd max¿ extended enteric bacterial panel kit lot 4135270. The review of manufacturing records of bd max¿ extended enteric bacterial panel indicated that lot 4135270 was manufactured according to specifications and met performance requirements. Customer provided databases from instruments ct0417 and ct0418 for investigation. Customer identified runs 13323 (ct0418), 11698 and 11693 (ct0417) as to be investigated. Manual pcr curve adjudication was conducted across the discrepant samples and revealed that the positive vibrio results obtained on samples in run 13321; positions a8, a9 and a11 (ct0418), were potentially generated by an instrument issue. The investigation will be pursued through an instrument service ticket. No reagent issue is suspected. Manual curve adjudication has limitations; visual examination of pcr curves for aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 4135270. The root cause was not identified. However, an instrument normalizer drift issue could explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.